Event description:
During the g3 surgery, when the nurse opened the package, set screw fell to the floor. The surgeon used spare product instead of it, the surgery was completed without problem. The surgeon requested the improvement of the package. The set screw may have adhered to sponge of package.

Manufacturer narrative:
The reported event was not confirmed as the item/packaging in question was not returned for eval and as the lot code is unk. Thus, neither a physical eval of the packaging nor a review of the device history records (DHR) of the reported nail kit could be performed; according to info received the packaging was discarded.